Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient undergoing a revision surgery due to an alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. B5: event description updated. G3: date received by manufacturer added. G6: type of report added. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The patient developed an alleged infection with smith & nephew implants that were implanted on (B)(6) 2019 for an unknown reason. The patient underwent a first stage revision surgery on (B)(6) 2019 where the following eleos parts were implanted: tibial hinge component with rotational stop, tibial baseplate, stem extension, distal femur, tibial block augment, distal femur axial pin, segmental stem, and tibial poly spacer. The second stage revision surgery took place on (B)(6) 2021 where the following eleos components were removed and replaced: tibial hinge component, distal femur axial pin, and tibial poly spacer. A washout was performed and additional antibiotics were inserted. The following eleos components are still implanted: tibial baseplate, stem extension, distal femur, tibial block augment, and segmental stem. No additional information regarding this event has been made available.

Manufacturer narrative:
The device will not be returned for investigation as it remains implanted. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00125, #3013450937-2021-00126, #3013450937-2021-00127, #3013450937-2021-00128, #3013450937-2021-00129, #3013450937-2021-00130, and #3013450937-2021-00132.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The patient developed an alleged infection with unknown implants that were implanted on (B)(6) 2019 for an unknown reason. The patient underwent a first stage revision surgery on (B)(6) 2019 where the following eleos parts were implanted: tibial hinge component with rotational stop, tibial baseplate, stem extension, distal femur, tibial block augment, distal femur axial pin, segmental stem, and tibial poly spacer. The second stage revision surgery took place on (B)(6) 2021 where the following eleos components were removed and replaced: tibial hinge component, distal femur axial pin, and tibial poly spacer. A washout was performed and additional antibiotics were inserted. The following eleos components are still implanted: tibial baseplate, stem extension, distal femur, tibial block augment, and segmental stem. No additional information regarding this event has been made available.